Event description:
A (B)(6) customer received a blood glucose reading of 220mg/dl on the contour xt, took insulin and an hour later had hypoglycemic symptoms. She retested and her blood glucose was 45mg/dl. Details regarding the event were not provided. The test strips are expected to be returned for evaluation. The customer was provided a new meter and test strips.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
When accessing the memory of the customer's meter, the alleged readings of 220 and 45mg/dl were not found. Correction: name of the meter used by customer was contour next, not contour xt.